Manufacturer narrative:
The event date was approximated to (B)(6) 2020, bsc aware date, as there was no information about the event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio packaged, pc device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was difficulty in retracting the capio carrier and capturing the dart. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.